Event description:
It was reported a recent shipment of item 04.503.024 (24mm matrix neuro burr hole covers) appear to be 'completely flat.' In this set there are covers of the same part# from previous shipments that are slightly concave. There does not seem to be any other problem with the burr hold covers other than the shape. These plates has not been used in any surgery. This is report 1 of 4 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.